Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300-450 mg/dl. Customer stated that the reservoir alarmed insulin flow blocked. The customer was assisted with 5.0 unit fill cannula and insulin did not exit. The customer reported the cannulas to appear bent. The customer declined to troubleshoot for high readings. The product was returned for analysis.

Manufacturer narrative:
A complete analysis and testing of two opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the devices operated within specifications. The reservoirs are not occluded.